Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the laboratory. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
A bci field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse performed preventative maintenance on the instrument. The fse also inspected the aspirate probes and did not note any issues. The fse also reviewed the customer's system checks and noted that they were passing within instrument specifications. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.